Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant medical products: 305c25 porcine heart valve implanted: (B)(6) 2008.

Event description:
It was reported that the patient reported to the emergency room and the cardiac resynchronization therapy pacemaker (crt-p) could not be interrogated as it had reached normal end of life (eol). The patient was admitted to the hospital, temporary pacing was established and the device was explanted and replaced the next day. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Review of the manufacturing data, and data gathered during the visual and dimensional inspection, did not show any abnormal results. Electrical testing revealed that this battery was depleted beyond the elective replacement indicator value (2.59 volts) while in the device. Instability in the 30 ¿a load circuit voltage was observed, indicative of high internal resistance. Nevertheless, the battery met the dc resistance specification at its depth of discharge. Based on these results, it was concluded that the battery did not yield any unusual electrical or other properties for a battery at this stage of depletion. No problems were found with the battery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.